Manufacturer narrative:
The customer¿s meter was received, the visual inspection of the display showed blue tinted areas. The blue areas vary depending on what is displayed on the meter. The blue areas are lighter than the black text so they not obscure the patient results. The results are clearly readable. The flex cable connection has been checked and damage (hole) was found on the cable. The returned display assembly cable is found to be defective. The cause has been determined to be a component failure. Medwatch d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4). There was a dark blue line on the display which went across the results field of the display. The line made the results field of the display unreadable. This could potentially lead to a result misinterpretation, but no actual misinterpretation occurred. The battery of the meter was charged and there was no damage to the meter. The meter was reset, but the display issue persisted.